Event description:
Doctor performed austin bunionectomy on patient's right foot. A cold therapy unit was applied with the appropriate gauze. Patient stated over the last 24 hours she has experienced a discomfort in the plantar aspect of her heel, as well as digits 2-4. After the dressings were removed there was noted to be blister formations, approximately .3cm in circumference on digits 2-4 of the right foot, as well as a blister on the plantar aspect of the right heel. Doctor advised patient to discontinue the cold therapy. The complaint contains no information about the therapy protocol prescribed by the doctor (e.g., duration of cold therapy sessions and breaks in between, temperature settings), instructions provided to the patient about use of the device or whether there were any contraindications for cold therapy.

Manufacturer narrative:
Sample returned to djo complaints department doesn't present any visual defect. Ankle pad was not in the original packaging. No duplication could be made due the nature of complaint. Cooler and cuff did not show any functional issues. The equipment did not present malfunction or system failure.